Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a peel-away denny sheath introducer set was used for placement of a peripherally inserted central catheter in the inner portion of the upper arm of the patient (no anomalies/previous scarring). The physician accessed the vessel with ultrasound guidance and successfully advanced the wire. Upon attempting to advance the denny sheath, the product buckled and the tip of the sheath was found to have frayed. This happened a total of five times with different denny sheaths each time. A sixth denny sheath was used successfully and although prolonged, the procedure was completed. This report records one of the five sheaths and has an unknown lot number. The other four sheaths have known lot numbers and are recorded under medwatch report # 1820334-2018-03344 and 1820334-2018-03390. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding patient demographics and pre-existing conditions has been requested but is unavailable at this time.

Event description:
Based on the customer's original report, two 3.5fr devices from lot 9113096 were used during the procedure. It was found during the preliminary investigation on (B)(6) 2018 that one returned device was actually a 4.5fr catheter with an unknown lot number. The rpn for the device was found to be plip-4.5-18-9-denny.

Manufacturer narrative:
Correction: product identifier, d1, d4. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. However, upon investigation and quality engineering review, it was determined that this event does not qualify as a reportable incident.

Manufacturer narrative:
Corrections: b1 - adverse event and/or product problem: this event was determined to be not reportable. H1 - reportable event type: this event was determined to be not reportable. H6 - device code: material deformation. There were no adverse effects to the patient and the procedure was completed successfully. There were no similar past events that led to patient injury or harm. Per the risk analysis, this event also does not indicate a heightened risk to the patient. Further, if this event were to recur, it is unlikely to contribute to a serious injury. In keeping with the current quality engineering risk assessment and complaint reporting history, this event will be considered not reportable. Investigation ¿ evaluation. A review of the complaint history, drawing, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, dimensional verification, and supplier investigation, were conducted during the complaint investigation. The visual inspection of the returned device showed the device was in used condition and was damaged at the tip of the sheath, confirming the customer complaint. Dimensional analysis was completed and found the dimensional values all within specifications for the 4.5 fr device (plip-4.5-18-9-denny). The customer reported that the complaint devices used were all 3.5 fr devices (plip-3.5-18-9-denny ). As the lot number is unavailable, it is unknown if a 4.5 fr device was used by mistake. It also cannot be definitively concluded that the device was manufactured/packaged to the correct specifications. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk documentation ensures that the risks associated with these devices are acceptable when weighed against the benefits. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A supplier investigation was requested for the returned device. The supplier investigated the physical condition of the returned device, a procedure review, and the occurrence rate for the failure mode. It was confirmed rollback was present on the sheath tip. Dimensional analysis confirmed the device dimensions were within the 4.5 fr specifications. The supplier concluded the root cause could not be identified, but material selection or incorrect wall thickness specification were not to be excluded. Based on the information provided, the examination of the returned product, and the results of our investigation, cook has concluded that unknown supplier manufacturing issues contributed to this incident. It is also possible an unintended use error occurred when the wrong size device was selected during the procedure, although this cannot be confirmed. The appropriate personnel have been notified. The risk analysis for this failure mode was updated in response to this incident. The risk analysis indicates the severity of the highest observed risk as "negligible harm." This severity does not indicate heightened patient risk. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.